Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, the following was found: both adhesive joints have come loose. The ceramic bell can be rotated, but it cannot be unscrewed. There is also sufficient adhesive visible at the connection point on the rear. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. It can be assumed that the user is at fault here, as the article was subjected to mechanical overload, which caused the adhesive joints to break. Incorrect preparation may also have had a negative effect on the adhesive properties. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure the cap came off. Device lost the white part during the operation, due to that the glue was not strong enough. No negative impact in state of health reported.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. This event is filed under internal complaint ID (B)(4).